Event description:
Pt complained of an un-intended muscle stimulation output while receiving an electrotherapy treatment. The treatment was being administered using the vacuum electrode module and the electrotherapy device. The vacuum electrodes were applied to the pt's knee. The treatment was being administered when the pt began to feel a shocking sensation in the area of the treatment under the electrodes. The un-intended shocking cause for pt's leg to flex. The resultant flexing caused the vacuum electrodes to become dislodged. Once the vacuum electrodes dislodged, the treatment terminated. The clinician prescribed the interferential waveform set at an intensity of 15ma. The treatment time was for 15 minutes. The frequency settings was 50 and 150 hz. The 60mm diameter vacuum cups was being used for the treatment.

Manufacturer narrative:
The device eval and any additional findings will be provided upon conclusion of the device eval. Software versions of the device are as follows: control board: s/w version: 3.8, stim board #1, board ver: b, main up s/w version: 2.6, chan a up s/w version: 2.6, chan b up s/w version: 2.6, emg module installed: yes. Ultrasound board: s/w version: 2.5, appl s/w version: 1.0.